Event description:
The pulse oximeter alarmed and indicated that it was not receiving a signal. The pulse oximeter cable was inspected and noted to have holes in the insulation. The cable appeared to have been chewed by the patient.